Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) surgery at l1 due to primary osteoporosis and compression fracture. Intra-op, the bone cement leaked about 0.3 cc to the anterior side of the vertebral body during cement injection. Bkp was performed on the patient who got the anterior wall injured. After the cement leaked, cement injection was stopped immediately. Originally, the surgeon assumed that the cement may leak, but the surgeon wanted to put some bone cement to the anterior side where bone quality was weak, so cement injection was performed. There were no particular problems after anesthesia awakening. Viscosity confirmation was also conducted in accordance with the surgical technique. No any additional treatment or surgery were performed as a result of this event. No delay in overall procedure as a result of this event. No patient symptoms or complications were reported as a result of this event.